Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre discharge device check low amplitude r waves were noted on the right ventricular (rv) lead. Possible undersensing on the right atrial (ra) lead was also noted during ventricular tachycardia (vt) zone events, some due to blanking. Both leads remain in use. No patient complications have been reported as a result of this event.